Event description:
The orsiro drug-eluting stent system was selected for use. After delivery of the device, the balloon could not be inflated. Therefore, another stent was used to finish the intervention.

Manufacturer narrative:
Neither the complaint instrument nor angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.